Manufacturer narrative:
Product analysis: analysis confirmed customer comment liquid crystal display (lcd) is damaged. Hanger assembly is broken. Upper case is broken. Keypad is damaged. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display on the external pulse generator (epg) was cracked. The unit was returned for service. No patient complications have been reported as a result of this event.